Event description:
Patient (B)(6) was enrolled in ide (B)(4) on (B)(6) 2004. Upon having his annual CT scan on (B)(6) 2005, a large endoleak was detected. On (B)(6) 2005, the patient was taken to the operating room where diagnostic studies were initiated. These studies indicated that the endoleak was coming through a defect in the plastic lining of the graft. As a result, a new endoluminal graft was inserted in the old endologix graft to correct the leak. The research department as well as the manufacturer became aware of this event on (B)(4) 2005 after the surgeon made a presentation of the case.